Manufacturer narrative:
The insulin pump passed the displacement test, self-test, unexpected restart error test and basic occlusion test. All operating currents are within specification. The off no power alarm functions properly. No motor error alarm noted. The insulin pump was unable to prime during prime/ compromised force sensor test due to faulty force sensor resistor (gold). Analysis was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Motor passed motor test. The insulin pump had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 385 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.